Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it is likely the lighting was defective due to a failure of the front panel light-emitting diodes (led). The root cause of the event could not be determined. Olympus will continue to monitor the field performance for this device.

Event description:
During the device evaluation, the insufflation unit exhibited dim light-emitting diodes (leds) of the digital numbers on the front panel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.